Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (patient's nano meter), is related to case with patient identifier (B)(6) (neighbor's nano meter).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 374 mg/dl (patient's nano meter) and 145 mg/dl (neighbor's nano meter). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.